Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced an event on (B)(6) 2025 where infusion set fell off during use. The blood glucose of the patient was high which was treated by giving bolus. The infusion set was used for three minutes. No further information available.